Event description:
Note: the date of event is unknown. A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight unknown). According to the complainant, two weeks after placement of the enteral feeding device, there were two problems noted: (1) a tear at the button connector; and (2) the feeding tube was loose. The connector was replaced. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
No consequences or impact to patient. Damage, internal/external. Loose. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device revealed that the locking mechanism was cracked, confirming the reported problem. The cause of the physical damage was undetermined.